Event description:
It was reported to philips that the system failed to emit x-rays. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing planned /non-emergency treatment, and it was aborted. Later the procedure was completed by moving the patient to the ward and after repair work, the patient was transported again, and the examination was resumed. The philips field service engineer (fse) inspected the system onsite and confirmed that the system failed to emit x-rays. Upon functional testing, the fse found the oil level in the x-ray tube cooling unit was below standard and discovered oil leaking onto the floor and inside the c-arm. To resolve the issue, the fse cleaned up the leaked oil, remade the leaking connector and temporarily restored the system. After this the fse found small amount of oil inside the c-arm and cleaned the inside of the c-arm. After repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.